Manufacturer narrative:
No product was returned for investigation. The cause of the hematuria was not determined due to insufficient clinical details. The root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Event description:
The complainant reported that patient implanted with an impella 5.5 had hematuria and a hematoma at the insertion site. The heparin infusion was stopped. The patient was successfully bridged to a heart transplant, and the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.